Manufacturer narrative:
(B)(4). The micropituitary inferior shaft tip is cracked at the center of the jaw pivot pin, and bent downward. The location, direction of fracture, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument could not be open and close properly during use. Although the instruments were used in surgery, no patient complications were reported.